Event description:
The customer reported images were not saved in spite of radiation exposure. In one exam, the technologist performed 10 exposures on a cadaver (dead person). All of the preview images appeared on the screen after each exposure; however, only 3 of the full sized images were good. The third image was blank and the 7 other images were missing.

Manufacturer narrative:
Evaluation of the data logs from the system and of the software code found that there was an error in the software code. This error caused by the timing at which the sharpness adjustment is processed when exposures are taken and the timing at which the exposed images are stored. The problem has been corrected in a subsequent software upgrade (version 1.40.3). The dealer has not yet upgraded the customer's system with the new software revision because the software upgrade needs to be validated with the dealer's x-ray generator system. (B)(4).